Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator delivering an inaccurate tidal volume to a patient. The patient developed barotrauma and required prolonged hospitalization. The ventilator was returned to the manufacturer's product investigation laboratory for evaluation and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a ventilator was delivering an inaccurate tidal volume to a patient. The patient developed barotrauma and required prolonged hospitalization. The manufacturer has requested further details regarding the allegation and the return of the device to the manufacturer's quality product investigation lab for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.